Event description:
Cases of sample spillage have been observed at the entry of the u-turn module. The track u-turn module provides a short way for sample tubes to reach their analyzer or automation module destination. The track branch where the u-turn module is located is dedicated to un-series analyzers specialized in the urine tests. The sample spillage may cause cross contamination if the sample drops fall into another uncapped sample tube present in the area. Sample residues have been found on the track profile, the investigation performed up to now did not provide any evidence of cross contamination. No discrepant test results potentially caused by sample cross contamination have been identified.

Manufacturer narrative:
According to the investigation performed by the distributor on the field, the spillage was caused by the misalignment of the gate which diverts the carriers into the u-turn module (no stop divert) when the module was installed in january 2023. The carriers were not smoothly diverted into the u-turn module and they hit the edge of the track profiles leading to sample spillage. A contributory cause for the spillage could have been also the presence on the track of overfilled urine sample tubes which are not allowed according to the automation system operations manual. This issue was fixed re-aligning the no stop divert. The instruction provided by inpeco for the alignment of the no stop divert has been evaluated completed. No additional actions from inpeco side are foreseen.